Event description:
Customer reported that the t:slim x2 pump battery would not charge, leading to the pump shutting down after being connected to a power source for approximately one hour. No adverse impact to the customer¿s blood glucose level was reported. The continuous glucose monitor (cgm) was restarted, but the pump still showed zero insulin units despite there being 120 units in the cartridge before the shutdown. Customer was advised to reload the existing cartridge and instructed to call back for further assistance with documentation and troubleshooting.